Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on february 13, 2025 with lot number 2805931. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and an opening assessed as surgical damage. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b6, g2, h6.

Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted.

Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.